Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that stations were on critical override. A technical support specialist found an error stating "syncdelay", "inbounddowndelay", and initiated by the system due to miscommunication from either interface or epic. A technical support specialist reached out to the interface engineers to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, orders were not crossed and multiple stations were on critical override. The customer has reported that an issue with the order interface is causing the medication to be overridden. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.